Event description:
It was reported that an unspecified number of syringes 50ml ll experienced tip/luer or syringe cracked/damaged/deformed/bent which was noted prior to use. The following information was provided by the initial reporter: defect in the nozzle of the syringe (shorter than usual), which does not allow a correct connection to the spike.

Manufacturer narrative:
Investigation: one sample and one photo were provided to our quality team for investigation. While no defect can be seen in the photo, upon inspecting the sample it was observed that the syringe tip was improperly molded causing it to be shorter than required, verifying the reported failure. Final products in this manufacturing line are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review could not be performed. Failure occurred in core of cavity 22 during molding process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringes 50 ml ll experienced tip/luer or syringe cracked/damaged/deformed/bent which was noted prior to use. The following information was provided by the initial reporter: defect in the nozzle of the syringe (shorter than usual), which does not allow a correct connection to the spike.